Event description:
Event: patient was to receive a left ventricle assist device. The surgery was difficult, patient lived for 3 weeks after the surgery. Patient had cardiogenic shock was the cause of death. Patient passed away (B)(6) 2024.